Manufacturer narrative:
Product analysis conclusion: the reported stent graft infolding was confirmed in the films provided. There was no excessive stent oversizing relative to the patient's anatomy that could be attributed to the infolding. Non-occlusive thrombus was observed within the main body graft. The cause of the event could not be determined but may be related to the infolding. Other possible contributing factors for thrombus formation may include an unknown coagulopathy. The analysis of the returned films did not reveal any stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft (etbf3620c166ee) was implanted during the endovascular treatment of a 64 mm abdominal aortic aneurysm. The diameter of aorta at the proximal l renal artery was proximal 29mm to distal 31mm with a length of 15mm. It was reported during the index procedure after the grafts were implanted, final angio showed a good result and no endoleaks. Follow up CT on (B)(6) 2024 showed a major infolding. The physician noted that there is currently no clinical problem and good flow. Per the physician the cause the infolding is undetermined. It was stated that no oversizing was performed and there were no calcific ation/tortuosity that could have contributed to the infolding. No additional clinical sequalae were provided and the patient will be monitored.